Event description:
It was reported that during implant, the suture sleeve on the lv lead was separated at the distal end following initial suture being completed. It was also noted that when attempting to remove the stylet, it got stuck within the lv lead. Attempts were made to remove the stylet and eventually the proximal pin became detached. As such, the physician elected to remove and replace the lv lead. The patient was stable throughout the procedure.